Manufacturer narrative:
(B)(6).

Event description:
It was reported that during application the anchor tip broke. The hole was prepared with 3,8 mm awl. The damaged anchor could be removed and replaced by a new anchor. There was no significant delay or patient injuries reported.

Manufacturer narrative:
One 4.5 twinfix ultra pk anchor assembly was returned for evaluation. Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. The anchor was removed from the inserter and one of the inserter tines has broken off, the broken tine could not be located within the anchor. The other tine is bent. Dimensional assessment of the anchors major diameter found it met print specifications. The condition of the device indicates the device was subjected to excessive forces during insertion. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor.